Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: when attempting to use suction during resuscitation after delivery of a baby, the suction catheter was found broken where the catheter meets the plastic thumb port portion. According to the report, there was no serious harm reported.

Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that: the device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer.. A physical sample was received for evaluation. During the product evaluation, a cut was observed at the valve inlet, where the tube connects. The condition of a broken valve is confirmed; however, it was not confirmed to be related to a manufacturing issue the current process and controls, including subassemblies, finished product assembly, packaging, and product inspections met specifications. During the process review, controls were identified in the production area that prevent the release of nonconforming products. All information received will be used for further tracking and trending purposes. If more information is received at a later date, the investigation will be reopened, and the investigation will be updated accordingly.